Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with the right ventricular lead exhibited high lead impedance. The polarity switch was enabled and the lead programmed in bipolar. The patient will continue to be monitored. No additional information was available.